Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. The surgery of variable angle-locking compression plate (va-lcp) with the use of the guiding block was operated as usual on (B)(6) 2013. The doctor finished inserting up screws and screwed down the attachment screw in an attempt to uncouple the guiding block, but the tip of the unknown screw was broken and stayed behind the (va-lcp) plate. Surgeon tried unsuccessfully to pick the residue, and decided to close the wound with no change. This complaint is on the unknown screw. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on a screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.